Event description:
Couldn't find the tampon. Entered my body- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via e-mail that she couldn't find the tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Couldn't find the tampon..entered my body- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via e-mail that she couldn't find the tampon. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.